Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The lead conductor was distorted (extrinsic) with distal over rotation. Visual analysis noted the lead was damaged at implant. The lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Event description:
It was reported that during implant, the lead's helix was blocked and was unable to retract. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).